Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the displacement test due to a high current draw on the motor. Unable to perform the off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery or self tests due to the alarm. The pump passed the idle current and run current tests. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was changing the site and went to rewind when she received a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 240 mg/dl at the time of the incident. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.